Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported moisture in the screen display and the water is affecting the way the screen is displaying. Customer reports there is fluid under the lcd display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also, moisture damage was noted on motor during visual inspection. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. The device had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address, serial number label and stained end cap sticker.